Manufacturer narrative:
During an elective surgery to replace a patient's ipg, the physician broke a lead was reported to abbott. As a result, the lead in the 1-8 port was plugged into the new ipg and a port plug was used for the 9-16 port; the broken tail of the lead in the 9-16 port of the ipg was left in the ipg pocket. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23291. It was reported that during an elective surgery to replace the ipg on (B)(6) 2020, the physician broke a lead. In turn, the terminal end of the lead was stuck in the explanted ipg header. The broken tail of the lead was left in the ipg pocket. Therapy was successfully restored post-op.